Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed, the right ventricular (rv) lead exhibited low pacing impedance and noise. Programming changes were discussed, no intervention was reported. There were no patient consequences.